Event description:
Initial report was recieved of a dialysis patient who had loc within the first 5 min of undergoing hemodialysis treatment. Reportedly, the patient had a period of unconsciousness, became apnic and staff adminsitered ppv for one minute. The patient also experienced a seizure during this time. The patient was transported to the hospital via ambulance. Further information has been requested from the reporting facility and has been learned that the patient has had a pacemaker placed. There is no sample available for evaluation.